Event description:
Customer reported experiencing differences in the readings of his sensor glucose levels and his blood glucose levels. Sensor glucose level was 184 mg/dl while blood glucose level was 122 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.